Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received excessive motor error alarms. Customer did not report a motor position encoder error alarm. Customer's blood glucose was unknown. During troubleshooting for motor error alarm, it was found that insulin pump may have been exposed to magnetic field or MRI; drive support cap appeared normal. Alarm history showed four motor error alarms and five motor sensor test failure alarms and customer was unable to complete rewind process due to motor sensor test failure alarm. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump alarmed motion sensor test failure during the rewind due to an out of phase motor encoder signal. No motor error alarms were noted. Unable to perform all functional testing including the displacement, basic occlusion, occlusion, prime or excessive no delivery alarm tests due to the alarm. The pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window.